Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a quality issue with the product. The product was not used on a patient. It was later reported, that the product (latex catheter) packaging was being received open. No medical intervention was requested.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the attached photo sample noted a red rubber catheter protruding from an open package. Although the reported event was confirmed, a root cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box."

Event description:
It was reported that there was a quality issue with the product. The product was not used on a patient. It was later reported, that the product (latex catheter) packaging was being received open. No medical intervention was requested.